Event description:
The customer reported via phone call that the insulin pump alarmed motor error while they were changing the infusion set. The blood glucose reading was 297mg/dl. The customer has not treated for the blood glucose readings. There were no significant events leading to the alarm observed. The customer states that they were able to complete the rewind sequence. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the occlusion test which was due to a faulty fsr (gold). The motor passed the motor test. The insulin pump had minor scratches on the lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.